Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 127 size 8 secur-fit advanced stem; 1601-08127; mmrd2e; trident psl ha cluster 50mm; 542-11-50e; mnhpp0; modular dual mobility insert; 626-00-42e; 47591602; 28mm +4 lfit v40 head; 6260-9-228; 46459504. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Upon completion of the (B)(6) study subject follow-up questionnaire at the 3-year postoperative visit, the subject answered the question - "are you satisfied with the results of your study hip replacement" with "no". The subject stated, "this issue with the it band started after hip replacement. Very unhappy that I am still feeling pain and dealing with limitations." The study site provided additional comment "s/p (status post) left tha with iliotibial band (itb) tendonitis." At the 2-year postoperative visit, the subject reported itb pain of the left lateral thigh above the knee. The subject was treated with cortisone injections.

Manufacturer narrative:
An event regarding pain involving a adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded the following: procedure-related factors: - scar tissue formation in the iliotibial tract during surgical exposure. Patient-related factors - trochanteric bursitis is a benign age-related muscle atrophic condition in principal independent of the presence of an arthroplasty. Device-related factors: - none . Diagnosis: - trochanteric bursitis is a benign age-related muscle atrophic condition usually independent of the presence of an arthroplasty although scar tissue formation in the iliotibial tract during surgical exposure may trigger the event due to stiffening of this muscle contributing to soft tissue friction with local pain. No revision surgery is indicated because the problem is in principal not related to the implanted devices. Product history review: a review of the device manufacturing records indicate that all devices accepted in stryker orthopaedics-mahwah to final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: medical review concluded the following: trochanteric bursitis is a benign age-related muscle atrophic condition usually independent of the presence of an arthroplasty although scar tissue formation in the iliotibial tract during surgical exposure may trigger the event due to stiffening of this muscle contributing to soft tissue friction with local pain. No revision surgery is indicated because the problem is in principal not related to the implanted devices. The exact cause of the event could not be determined because insufficient information was provided. Further information such the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information were received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Upon completion of the secur-fit advanced study subject follow-up questionnaire at the 3-year postoperative visit, the subject answered the question - "are you satisfied with the results of your study hip replacement" with "no". The subject stated, "this issue with the it band started after hip replacement. Very unhappy that I am still feeling pain and dealing with limitations." The study site provided additional comment "s/p (status post) left tha with iliotibial band (itb) tendonitis." At the 2-year postoperative visit, the subject reported itb pain of the left lateral thigh above the knee. The subject was treated with cortisone injections.